Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 121610 biopsy instrument experienced unsealed device packaging. This report was received from one source. This malfunctions did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.